Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr detached from the shaft. The target lesion was located in the left lower leg. A 1.50mm peripheral rotalink® plus was selected for use. During procedure, inside patient's body, it was noted that the burr became separated from the shaft. The detached burr was successfully retrieved by pulling the rotawire. There were no patient complications reported and the patient's condition was fine.